Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation, bends, and stent damage were able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left circumflex that was 90% stenosed. There was an older stent located in the left main artery deployed one year ago. The 2.5 x 23 mm xience xpedition stent delivery system (sds) was unable to cross the previously implanted stent. Several attempts using force were made; however, it still failed to cross. During the attempts to cross the distal shaft of the sds became bent. The decision was made to retract the sds from the patient; however, resistance was felt making retraction very difficult. Force was used to remove the sds successfully; however, it was observed that the stent implant was stretched and the hypotube was almost separated into two parts. A new 2.5 x 23 mm xience xpedition sds was used to complete the case. When placing the sds in the box for return, the hypotube completely separated. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.